Event description:
Rapid infuser failed minutes prior to re-perfusion during an hepatic phase for patient that was dependent on blood transfusion on the floor, even before coming to surgery. Belmont beeped 3 times with high pressure and then resolved itself only to have overheating alarm. There was a one way valve in place and the belmont was plugged into the blackbox outlet in the back (one dedicated for only rapid infuser) with nothing else plugged in. Used only about 4 units of blood, 7 of fresh prozen plasma (ffp) at that point, a number lower than expected or usually transfused. No medication thru the venous infusion port (vip) of swan ganz catheter.